Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by a letter from an attorney, alleging the handlebars fell off while in use causing the end user to fall. The end user sustained a fractured jaw and concussion and was hospitalized. As part of the complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.